Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): we did receive performance data collected from the device and have analyzed the data. Telemetered battery voltage was 2.78 v on (B)(6) 2010 and was 2.96 v on the same day in the daily battery voltage trend chart. Preliminary analysis found that the battery telemetered value measured 2.59 volts. Calculations based on implant parameters indicate that the device had met its 99.9% longevity. Further analysis of the battery cell indicated that it was not depleted, but it was found to have internal resistance exceeding the specification limits.

Event description:
It was reported that the device was at eri (elective replacement indicator) and there was concern about short longevity. The device was explanted and replaced. No patient complications have been reported as a result of this event.